Manufacturer narrative:
The sample and all of the available info have been forwarded for analysis to the MFR, aesculap.

Event description:
During a reduction of spondylolisthesis, using an aesculap s4 spondylolisthesis reposition instrument (sri). Bolts on instrument sheared off of instrument on pt's left side. Bolts went above anesthesiologist's head. Removed bolt from right and placed on left side of instrument to hold reduction and it sheared off. Portion of bolt hit ceiling and fell to the floor. All pieces were retrieved. Unable to complete reduction. Went from a 3 to a 2 degree.